Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The attachment threads on the window trial stripped when attempting to remove it from the acetabulum using the primary impactor/trial handle. This resulted in the inability to remove the trial. A hospital instrument (unspecified) was used to remove it from the acetabulum.

Manufacturer narrative:
Device was not returned for evaluation. Reported event: an event regarding damaged threads of a trident window trial was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the lot was not provided. Complaint history review: not performed as the lot was not provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Not returned.

Event description:
The attachment threads on the window trial stripped when attempting to remove it from the acetabulum using the primary impactor/trial handle. This resulted in the inability to remove the trial. A hospital instrument (unspecified) was used to remove it from the acetabulum.